Manufacturer narrative:
The axium prime implant coil will not be returned as it remains in the patinet; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil did not detach upon detachment with using instant detacher. The patient underwent embolization treatment for a small unruptured saccular right middle cerebral artery (mca), measuring 4.9mmx2.7mm. The patient¿s blood flow was normal. The vessel was observed moderately tortuous. It was reported that the reported coil was used as the sixth one in the procedure. The coil insertion was performed without issues. When the coil was detached, and the delivery pushwire was attempted to be pulled out, the coil was pulled along with it. It was judged that the coil could not be detached, and it was attempted to be inserted again, but it did not move. It was considered that the product might be stretched, but when the delivery pushwire was pushed and pulled, the microcatheter migrated from the aneurysm. The coil was also detached at that timing. About 2 mm of coil was outside the aneurysm. The patient was under monitoring after about 30 minutes, there were no complications such as the occurrence of thrombus. The procedure was completed. There were no reports of patient injury in association with this event. No images available for review. Yes, the device prepared according to the instructions per the IFU.